Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va11x1n, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va11x1n, implanted: (B)(6) 2015, product type: lead. Patient code (B)(4) pertains to ipg ((B)(4)) patient code (B)(4) pertains to tined leads (va11x1n) device code (B)(4) pertains to ipg ((B)(4) ) device code pertains to tined leads (va11x1n) and ipg ((B)(4) ) evaluation code pertains to tined leads (va11x1n) and ipg ((B)(4)).

Event description:
A patient reported they had to have a revision because stimulation itself was superficial. The patient noted they could see the wires on the back and it wasn¿t put in deep enough. The patient noted the battery was superficial and they had a revision. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.